Event description:
It was reported that about a month and a half ago, the patient's pump had to be relocated and was now on her rib. Per the patient starting about a month before that the corner of the pump was cutting through their incision. The patient also stated they recently changed the medication in the pump. Additional information later reported the patient experienced pain at pump site with irritation. The cause of the event was indicated as poor positioning of pump. The patient was noted to be recovered without permanent impairment. The pump was used to deliver dilaudid

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).